Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 31-mar-2018, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-mar-2017. Labeled for single use: no (B)(4). Concomitant medical products: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 31-may-2018 UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-mar-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms and there was a loss of power to the controller, due to the depletion of the connected batteries below 10%. The batteries remain in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The batteries were not returned for evaluation. The controller was not available for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 61 critical battery alarms and 24 controller fault alarms on (B)(6) 2019 starting at 07:46:22. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, bat554718 was connected to power port one with 9% rsoc and bat553403 was connected to power port two with 24% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed two controller power up events on (B)(6) 2019 at 10:34:38 and 10:35:58, indicating that the batteries were allowed to deplete completely, resulting in a loss of power to the controller. The controller was without power for 20 minutes and 55 seconds during the initial loss of power and 15 seconds during the second loss of power. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms, and losses of power can be attributed to the patient allowing the batteries to deplete below 10%. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 19. Serial #: (B)(4), device evaluated by MFR: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.